Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported that patient's cgm app was showing 40 mg/dl for hours even after drinking juice. The patient ended up going to the emergency room after drinking juice all day and the cgm app showing 40 mg/dl. The patient's blood glucose was reportedly over 1000 mg/dl. No further event details were provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.